Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that starting last night, patient states her device is not working. Patient states she keeps getting a message that the system is operating at maximum settings and cannot be increased. Patient states she initially tried to adjust her settings to increase stim because, also as of yesterday, she stopped feeling the stimulation. Patient reports she has not had any falls or trauma to the area. Patient attempted to adjust settings while on the phone. She went through a few programs and could not advance past 1.0 range. Then, she saw an 'operation failed' message. After this, pt also saw an orange exclamation mark next to the amplitude reading while trying a different program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt is scheduled to be seen (B)(6) 2024, but agent suggested pt contact managing hcp sooner as she is going on a trip before next appt.